Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and suture was used. Suture was breaking. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4).additional information provided:there are injuries or adverse event reported.additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent.did this issue contribute to any patient adverse event?please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction):was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify.was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose.what is the patient¿s current health status and condition?please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq).please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.